Event description:
It was reported that the pump rotor had stopped. The pump was replaced. No patient symptoms were reported. The pump was used to deliver fentanyl (4000mcg/ml) at a rate of 300mcg/day. The report indicated that there was no pt injury; recovered without sequela.